Manufacturer narrative:
Blocks h7 (if remedial act init, type), h9 (correction/removal reporting #), and h11 were updated with the additional information received on december 19, 2025. Block e1: initial reporter: (B)(6). Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code f2301 captures the reportable event of additional device required. Block h11: an axios electrocautery enhanced delivery system was returned for evaluation. The device was received without the stent, and the inner sheath was found kinked. A functional test was performed by advancing the guidewire through the axios device, which successfully exited at the nose cone of the device. Product analysis could not confirm the reported event of device difficult to advance guidewire as the functional test performed showed that the guidewire successfully exited through the nose cone of the device. Additionally, for the reported event of stent first flange failure to expand and stent positioning issue could not be confirmed because the stent was not returned for analysis. Due to the stent not being returned, there no evidence to determine whether the stent first flange failure to expand was due to the physician's device manipulation during the procedure or related to a device malfunction. For the inner sheath kinked that was observed during product analysis, were most likely attributable to procedural factors such as lesion characteristics, handling of the device, the technique used by the physician, which could have resulted in the damage encountered in the device. Lastly, for the reported event of prolonged episode of care and additional device required cannot be confirmed because this happened during the procedure and there is no objective evidence or descriptive conditions to establish the cause of the reported events. A labeling review was performed and, based on the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The axios stent and electrocautery-enhanced delivery system instructions for use state: "the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or walled-off necrosis with greater than or equal to 70 percent fluid content, gallbladder drainage in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and bile duct drainage after failed ercp in patients with biliary obstruction due to a malignant stricture." However, the complainant reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. Furthermore, stent positioning issue is a known and documented event in the labeling, and all reasonable steps have been taken to address both short- and long-term known complications or adverse reactions. Therefore, a review and analysis of all available information indicated that the most probable cause is a known inherent risk of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum to treat a gastric outlet obstruction during an endoscopic ultrasound (eus) gastrojejunostomy procedure performed on (B)(6) 2025. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, after the second step was completed, the distal flange was deployed but did not fully open. The physician attempted to move the catheter back and forth, but the flange still would not open. Additionally, the physician tried to pass a guidewire through the axios catheter to maintain access, but this was unsuccessful. Eventually, the stent became dislodged due to the flange not opening. The physician then used forceps to remove the stent from the patient. Upon removal, it was observed that the distal flange had deployed but was not fully opened. The access site was then closed, and the procedure was completed using another device despite the delay. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum to treat a gastric outlet obstruction during an endoscopic ultrasound (eus) gastrojejunostomy procedure performed on (B)(6) 2025. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, after the second step was completed, the distal flange was deployed but did not fully open. The physician attempted to move the catheter back and forth, but the flange still would not open. Additionally, the physician tried to pass a guidewire through the axios catheter to maintain access, but this was unsuccessful. Eventually, the stent became dislodged due to the flange not opening. The physician then used forceps to remove the stent from the patient. Upon removal, it was observed that the distal flange had deployed but was not fully opened. The access site was then closed, and the procedure was completed using another device despite the delay. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.

Manufacturer narrative:
Block e1: initial reporter: (B)(6). Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code f2301 captures the reportable event of additional device required. Block h11: an axios electrocautery enhanced delivery system was returned for evaluation. The device was received without the stent, and the inner sheath was found kinked. A functional test was performed by advancing the guidewire through the axios device, which successfully exited at the nose cone of the device. Product analysis could not confirm the reported event of device difficult to advance guidewire as the functional test performed showed that the guidewire successfully exited through the nose cone of the device. Additionally, for the reported event of stent first flange failure to expand and stent positioning issue could not be confirmed because the stent was not returned for analysis. Due to the stent not being returned, there no evidence to determine whether the stent first flange failure to expand was due to the physician's device manipulation during the procedure or related to a device malfunction. For the inner sheath kinked that was observed during product analysis, were most likely attributable to procedural factors such as lesion characteristics, handling of the device, the technique used by the physician, which could have resulted in the damage encountered in the device. Lastly, for the reported event of prolonged episode of care and additional device required cannot be confirmed because this happened during the procedure and there is no objective evidence or descriptive conditions to establish the cause of the reported events. A labeling review was performed and, based on the information available, this device was used in a manner inconsistent with the IFU (instructions for use)/product label. The axios stent and electrocautery-enhanced delivery system instructions for use state: "the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or walled-off necrosis with greater than or equal to 70 percent fluid content, gallbladder drainage in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and bile duct drainage after failed ercp in patients with biliary obstruction due to a malignant stricture." However, the complainant reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. Furthermore, stent positioning issue is a known and documented event in the labeling, and all reasonable steps have been taken to address both short- and long-term known complications or adverse reactions. Therefore, a review and analysis of all available information indicated that the most probable cause is a known inherent risk of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the jejunum to treat a gastric outlet obstruction during an endoscopic ultrasound (eus) gastrojejunostomy procedure performed on (B)(6) 2025. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, after the second step was completed, the distal flange was deployed but did not fully open. The physician attempted to move the catheter back and forth, but the flange still would not open. Additionally, the physician tried to pass a guidewire through the axios catheter to maintain access, but this was unsuccessful. Eventually, the stent became dislodged due to the flange not opening. The physician then used forceps to remove the stent from the patient. Upon removal, it was observed that the distal flange had deployed but was not fully opened. The access site was then closed, and the procedure was completed using another device despite the delay. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.

Manufacturer narrative:
Block e1: initial reporter: (B)(6). Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code f2301 captures the reportable event of additional device required.